Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The unit had button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. She took the battery out and placed it back in and now the device had a blank display. Customer had suspended the insulin pump to take a shower and when she attempted to reconnect that is when she noticed the button error alarm. Customer's blood glucose was 167 mg/dl. Customer didn't recall any other significant event which may have the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.